Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown additional, changed, and/or corrected data: b.5., h.6., h.11.

Event description:
Healthcare professional reported rupture. Later healthcare professional reported "patient had only capsular contracture, baker grade unknown". This record is for left side. The device remains implanted.

Event description:
Healthcare professional reported rupture. This record is for left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.